Manufacturer narrative:
Implant date=(B)(6) 2018. Lead will not be returned as it was discarded by facility as malfunction is not suspected. Device will not be returned. Disposed of by hospital as malfunction not suspected.

Event description:
A report was received that a patient experienced weakness and had difficulty moving limbs following a revision procedure. A computed tomography scan did not reveal cause. Patient continues to experience weakness, and there is no plan of action in place at this time. Physician does not feel the patient symptoms are device or procedure related.

Manufacturer narrative:
Correction to manufacture date: 07/20/2006. As the device involved in the complaint has not been returned, the complaint investigation site (cis) could not perform a device analysis. However, a review of the complaint report and device history record did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint. Device will not be returned. Disposed of by hospital as malfunction not suspected.

Event description:
A report was received that a patient experienced weakness and had difficulty moving limbs following a revision procedure. A computed tomography scan did not reveal cause. Patient continues to experience weakness, and there is no plan of action in place at this time. Physician does not feel the patient symptoms are device or procedure related.

Manufacturer narrative:
Device remains implanted in the patient.

Event description:
A report was received that a patient experienced weakness and had difficulty moving limbs following a revision procedure. A computed tomography scan did not reveal cause. Patient continues to experience weakness, and there is no plan of action in place at this time. Physician does not feel the patient symptoms are device or procedure related.